Event description:
It was reported that the patient had frequent ipg charging and inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1160 (sn: (B)(6) ) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had frequent ipg charging and inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.